Event description:
It was reported by service report that the head section caster mount bracket was separating from the telescoping tubes on both sides. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head section assembly.